Event description:
A reporter/layperson, the patient's husband, spoke with a customer care advocate, cca, on november 29, 2007 regarding the patient's one touch ultra2. Reportedly, the meter was prompting an error message, after which the patient became "tired and sluggish." The reporter stated, the patient skipped or stopped taking her insulin after the issue began. The patient also obtained an apply sample message although blood had been applied. The cca shipped replacement products to the patient. This senior medical affairs specialist spoke with the reporter on 12/04/2007. One month earlier, after the patient was unable to obtain a blood glucose result due to an error message using "half a dozen strips." The reporter purchased a new package of test strips. The reporter described the issue as a "strip error." When the meter continued to prompt an error message with the new vial of strips, and since she is sensitive to insulin and her blood glucose is hard to control, the patient took less humalin (usual dose is 8 units morning and 4 units at night) and humalog (sliding scale with meals) that day. Because the issue persisted the following day, the reporter purchased a new ultra2. The new meter functioned properly with the previously purchased test strips. With the new ultra, the patient's blood glucose the next day was "600" mg/dl. The patient took the appropriate amount of insulin to correct the elevated blood glucose. She received no medical intervention from an hcp. The patient was diagnosed with diabetes 20 plus years ago. Two years ago she received a pancreatic transplant that has since failed. However, she is on the list for a new pancreas. The complaint is classified as an adverse event because the reporter claimed patient had to lower her usual doses of insulin when the meter reportedly would not provide a blood glucose result and later with a new meter, her blood glucose was 600 mg/dl, a result that is considered serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.